Event description:
Routine complaint investigation conirms a falsely high test result compared to a laboratory result. Analysis indicates there is a possibility that this malfunction were it to recur for certain pts under certain conditions, could result in adverse effects to the user of the system.